Event description:
The patient received two leads with the same lot number. It was reported the patient experienced ineffective stimulation. Reportedly, diagnostic testing revealed invalid impedance readings on one of the implanted leads. As a result, surgical intervention was undertaken on (B)(6) 2015 and which time the lead was explanted and replaced with a different model. During the same procedure, the physician opted to electively replace the ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.